Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product activl spinal implant system via information received from the annual activl enhanced safety surveillance study (ess) covering the reporting period from 01jan2023-31dec2023. According to the complaint description, implantation of activl device (three components) was performed at l5-s1 level using a spike endplate(s). The patient had experienced explusion of replacement, and fracture of bilateral pedicles and s1 endplate. Intervention included right sided removal anterior lumber interbody fusion (alif); posterior l4-5-s1 and pelvis fusion. The patient's condition was considered to be recovered. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: 9610612-2024-00042 ( aesculap ag reference no. (B)(4)) - same patient; revision of implant. 9610612-2024-00043 ( aesculap ag reference no. (B)(4)) 9610612-2024-00044 ( aesculap ag reference no. (B)(4)) 9610612-2024-00039 ( aesculap ag reference no. (B)(4)) - same patient; removal of implant. 9610612-2024-00040 ( aesculap ag reference no. (B)(4)) 9610612-2024-00041 ( aesculap ag reference no. (B)(4))

Manufacturer narrative:
Investigation results: the products were not received. The investigation was based upon patient data and event description, and historical data analysis. Batch history review: based on the complaint information available, neither the article number nor the lot number could be identified. Therefore a device history review is not possible. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based upon the investigation results and information available, a root cause cannot be determined. The results show no hints for a product or manufacturing error. In the event that the product is returned in the future, another investigation will be performed unsolicited. Based upon the investigation results, a CAPA is not necessary.

Event description:
The patient was revised safely to anterior lumbar interbody fusion (alif), and is doing well.